Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00650.

Event description:
The user facility reported that the angio-seal footplates on two devices would not deploy. The procedure being performed prior to the use of the angio-seal device was a left heart catheterization (lhc). The procedure was completed successfully with a new angio-seal device. There was no harm to the patient reported and the patient was in stable condition. Additional information was received on 22sept2020. The two occurrences were confirmed to be during the case with the same patient. An 8fr procedural sheath was used. A pre-deployment angiogram was performed. New angio-seal devices were used to successfully obtain hemostasis for both deployments.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.